Event description:
It was reported that, "patient was revised due to dislocation. The trident crossfire acetabular insert and v40 femoral head were explanted at this time (sizes, catalog #'s and lot codes unknown). They were replaced with trident constrained insert 22mm and 10deg and b40 femoral head 22.2mm +3, and bone screw were implanted (catalog #s and lot codes unknown)."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional info has been requested, and if received will be provided on a supplemental report.